Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Unable to review product as it wasn¿t returned and no pictures were provided. No lot number was provided, insufficient information provided unable to perform a DHR review. Review of complaint history identified 108 similar complaints for the reported item # 42517200410 from (B)(6)2019 through present. Complaints are monitored through monthly complaint review (reference (B)(4) ) in order to identify potential adverse trends. Keywords: fracture / broke. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the persona ef tasp bottom +0mm broke during insertion on a tight knee.